Event description:
Complainant alleged that during biomed testing, when the device was prompted to increase the energy level, the energy level decreased. Complainant indicated that there was no pt involvement in the reported malfunction.